Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported signal loss and procedure cancellation may have been due to a loose cable connection at the site of the ECG electrode. The cable is still in use at the facility.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During an electrophysiology procedure a cancellation occurred due to signal loss. During the procedure, while pacing was applied, the coronary sinus catheter signal was lost. When pacing was stopped to troubleshoot, the signal from the his catheter disappeared along with the intracardiac signal. All connections were checked, connection cables were exchanged, a new cathmap was started, the catheters were exchanged, the system was restarted, and a new power source was used but the signal issue could not be resolved. After approximately an hour delay, it was decided to cancel the procedure. There were no adverse patient consequences.